Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins migrated under the skin. The ins had moved in the pocket. It appeared that the stitches had come disconnected causing the battery to shift under the skin into an uncomfortable position for the patient. The hcp revised the pocket and re-sutured the device down to ensure it won't happen again. No environmental factors were reported to have led to the issue. The patient had surgery to fix the placement of the device. The issue was reported to be resolved. No further complications were reported.